Event description:
It has been reported to philips that there is no signal on the screen after it is turned on. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the ippc (image processing computer power supply. The power supply had a poor connection which caused f3 switch on gpdu to trip. The fse cleaned the cleaned and reconnected the power supply and returned the system to use in good working order.